Event description:
In the evening, developed serious eye pain and sensitivity to light. Went into the emergency room at about 3:00 am. Went to ophthalmologist the next morning, diagnosed with serious eye infection in both eyes. Found out about the recall of the prod, amo complete moisture plus. The product was known to cause eye infections or worse, permanent eye damage. I am still having problems with my eyes and continuing to see an eye doctor. Dates of use: 2005 - 2007. Diagnosis: recommended by eye doctor. Event abated after use stopped: yes.